Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of unknown. The customer was treated for hyperglycemia with visit to emergency room. The customer's mother was unable to troubleshoot the motor error on insulin pump as they did not have it with them at the time. The device was not returned for analysis.